Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received three xive s implants. In (B)(6) 2019 a fixed bridge on three implants in the mandible was incorporated. Within two weeks the patient showed an allergic reaction. The allergy to vanadium had been known. The patient is multi morbid and has aside from vanadium various allergies. The implant and the abutment are made of titanium grade 2 which is free from vanadium, but the screw that connects both is made of titanium alloy containing vanadium. There is no direct contact between screw and tissues but not only contact allergies exist. If the allergy is serious enough traces of the allergen can trigger it.